Event description:
It was reported that after a journey knee replacement the knob on the top of the plastic piece broke off at the top. The doctor had to replace the plastic piece. Surgery was done on (B)(6) 2020. Both knees were replaced on (B)(6) 2012 in the primary surgery, and only one failed, the part was faulty and caused pain to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
Patient has another surgery scheduled for (B)(6) 2020, it is unknown whether it will be a revision or not. All new available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Section b updated.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, the root cause of this insert breakage cannot be concluded. It is unknown if this individuals activities (golf, pickle ball and frequent walks) may have contributed to the breakage of the insert. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.